Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the reported malfunction, "verificar". The quality engineer later assigned the as determined problem to be battery low. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement, injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with the malfunction of "verificar" was later assigned by the quality engineer to be battery low. This condition was confirmed during product evaluation. This condition was caused by an inoperative main battery. The main battery was replaced to correct the reported condition. Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition.